Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient noted a fluid leak when the cassette was removed from the cycler.

Manufacturer narrative:
The device was returned for evaluation. There were no fluid leaks in the test cassette during the treatment test. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause for the encountered dried fluid could not be determined. A DHR review on 07/11/2017 found no other related problems to the reported complaint. The simulated treatment was performed and completed without any problems occurring. The mushroom head check passed. The glucose test was positive. The simulated treatment was performed and completed without any failures or problems. The system air leak and valve actuation tests passed.